Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was a large number of heparin caps in the batch that had cracks. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english it was found a large number of heparin caps with the same batch number cracked in the hospital.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was a large number of heparin caps in the batch that had cracks. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english. It was found a large number of heparin caps with the same batch number cracked in the hospital.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8079184. We have detected a trend for this issue occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections with the samples provided to us, our engineers were able to identify oxidation as the root cause for this event. Two retained samples were checked and no abnormality was observed on the sleeve stopper. From previous investigations we know, that as the septum ages it will lose elasticity, which results in the frayed appearance displayed in the returned sample. Experimental testing of septums determined that the septum will age when stored or transported in hot humid environments removal; the rusted needle tip is similarly explained by environmental exposure to humid environments. Bd will continue to track and trend for this issue. H3 other text : see section h.10.